Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided ascites percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Post the procedure on (B)(6) 2026, a small hole in the sure-lok tm thread was allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Event description:
The patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Post the procedure on (B)(6) 2026, a small hole in the sure lok tm thread was allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. The first photo shows the complete view of catheter loaded with stylet and canula. Thread was noted to be protruding form hub hole. The second photos show the complete view of catheter loaded with stylet and canula. Catheter hub hole not visible in the photo. Leak cannot be verified from photo. Therefore, the investigation is inconclusive for the reported leak issue as provided photos are not sufficient to confirm the issue for both the devices. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.